Event description:
It was reported that the pump display showed no data while the mobile and companion applications displayed glucose information. Tapping the cartridge restored the on-pump readings; the device was reportedly not showing the three-line display, and the event did not recur, with the user operating in limited access mode. Investigation of this case revealed that the display data returned to normal after user interaction and no alerts or alarms occurred. Symptoms included no clinical effects. Outcomes included no impact on clinical status and no need for medical intervention. It was concluded that the issue was not reproducible and the device functioned as intended after the user action.